Manufacturer narrative:
Product complaint # (B)(4). Date of event: unknown. Batch # unknown. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon/author believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. (B)(4).

Event description:
It was reported via journal article title: advantages of using a robotic stapler in rectal cancer surgery. Authors: p. Tejedor, f. Sagias, d. Nock, k. Flashman, s. Naqvi, n. Li kandala, jim. S. Khan. Citation: journal of robotic surgery (2020) 14:365¿370; doi: https://doi.org/10.1007/s11701-019-00993-4. The aimed of this retrospective study was to compare outcomes between the patients who underwent a robotic total mesorectal excision (r-tme) for rectal cancer with the use of the robotic stapler (rs) vs. The traditional laparoscopic staplers (ls). Between may 2013 and may 2018, 196 patients required a full tme down to pelvic floor were included in the study. The patients were divided into two groups, based on the type of stapler employed to transect the rectum in the pelvis: ls or rs. For the rectal transection, ls group ¿ laparoscopic 45 mm stapler (echelon flex endopath, ethicon) (n=145: male=72%, female=28%; mean age=69 years, age range=61 ¿ 76 years; mean bmi=27 kg/m^2, bmi range=24 ¿ 29 kg/m^2), which was introduced through the assistant trocar; in rs group ¿ robotic 45 mm stapler (n=51: male=67%, female=33%, mean age=72 years, age range=60 ¿ 77 years; mean bmi=26 kg/m^2, bmi range=23 ¿ 29 kg/m^2), which was introduced through a 12 mm robotic trocar. Reported complication included anastomotic leakage (al) (n=10) which had reoperation. In conclusion, multiple stapler firings for rectal transection have a major impact on al. The robotic stapler simplifies the transaction, so that rectal division requires fewer stapler firings, with a potential reduction in the incidence of al.